Event description:
A dreamstation auto CPAP device was returned to a third-party service center for evaluation. There was no report of serious or permanent harm or injury. There was no report of medical intervention. During the evaluation of the device, the third-party service center visually inspected the device and observed evidence of visible foam degradation was found inside the blower kit and found blower foam degradation. The device had dust contamination, power connector was destroyed and unit was functional. The device was scrapped by the service center after the evaluation was completed. This event is reportable under FDA 21 cfr part 803 as it meets the criteria for a serious injury and/or product malfunction.